Manufacturer narrative:
The complaint of premature battery depletion could not be confirmed. Final analysis found current battery levels within normal range and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No anomalies were detected.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.